Event description:
It was reported that after a gyn procedure, the device was bagged with a note that it was defective. In the bag it appears the white tissue pad is missing. There is no information regarding the tissue pad and no contact. Account did state there was no patient outcome and they used a second device to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4).